Event description:
Info rec'd indicates the brake will set but does not hold at the head end of the bed.

Manufacturer narrative:
The technician replaced the head end casters and caster supports to repair the bed.